Event description:
During the saphenous vein harvesting procedure, the scissors broke on the harvesting cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. In 2003, failure analysis verified that the toggle was broken on the harvesting cannula.